Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the tip was broken on the thunderbeat device. There was no report of patient harm associated with this event.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d4, d9, h4, the device was returned to olympus for inspection, and the reported failure of broken probe was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was torn. In reference to the potential cause of the broken probe, based on the physical investigation result, the exact cause of the event could not be exclusively identified. However, during output in seal & cut mode, the probe met metal, a surgical instrument, or a hard tissue. Due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated on the probe. A force to activate the output in seal and cut mode, or a force to grasp the tissue, was applied to the probe. Therefore, cracks were generated at the scratched area. A force was applied to the probe, causing it to break. In reference to the torn tissue pad, the investigation results alone could not precisely identify the cause. Based on past investigation results, it can be inferred that the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in seal and cut mode, leading to tearing of the tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.